Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("two essure coils which had migrated and perforated fallopian tube/left coil had turned and punctured") in a 24-year-old female patient who had essure (batch no. 628605, 628508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia. Previously administered products included for birth control: oral contraceptive; for sinus bradycardia: benadryl. Concurrent conditions included irritable bowel syndrome, peripheral arterial disease, uterine enlargement, uterine cyst, uterine inflammation, paratubal cyst and uterine cervical squamous metaplasia. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), carbamazepine (tegretol), clonazepam (klonopin), clopidogrel (plavix), fluoxetine hydrochloride (prozac), meclozine hydrochloride (antivert), medroxyprogesterone (depo provera), risperidone (risperdal) and venlafaxine (effexor). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines/ headaches (event splitted for coding)") and headache ("headaches"). In (B)(6) 2008, the patient experienced dyspareunia ("stabbing pains during intercourse"), vaginal haemorrhage ("severe vaginal bleeding/abnormal bleeding (vaginal)"), anaemia ("anemia/blood or heart disorder/condition:anemia"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). On (B)(6) 2011, 2 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain. On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dizziness ("dizziness"), fallopian tube cyst ("two severely fluid-filled cysts outside of the fallopian tube"), abdominal pain ("pain: abdomen") and vulvovaginal pain ("pain: vagina"). The patient was treated with oral contraceptive nos, ibuprofen and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal haemorrhage, dizziness, fallopian tube cyst, migraine and headache outcome was unknown, the dyspareunia, anaemia, menorrhagia and nausea had resolved and the abdominal pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, anaemia, dizziness, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube perforation, headache, menorrhagia, migraine, nausea, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 4 trailing coils noted on the left side and right side after placement. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in 2008: total bilateral occlusion the procedure revealed two severely fluid-filled cysts outside of the fallopian tube. Patient took otc medications for dyspareunia. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 21-jun-2018: mr received: new reporters, concomitant disease and additional lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("two essure coils which had migrated and perforated fallopian tube/left coil had turned and punctured") and genital haemorrhage ("heavy bleeding ruining my clothes") in a 24-year-old female patient who had essure (batch no. 626505,628605-inv,628508-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. *the procedure revealed two severely fluid-filled cysts outside of the fallopian tube. Patient took otc medications for dyspareunia. Previously administered products included for birth control: oral contraceptive; for sinus bradycardia: benadryl. Concurrent conditions included irritable bowel syndrome, peripheral arterial disease, uterine enlargement, uterine cyst, uterine inflammation, paratubal cyst and uterine cervical squamous metaplasia. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), carbamazepine (tegretol), clonazepam (klonopin), clopidogrel bisulfate (plavix), fluoxetine hydrochloride (prozac), meclozine hydrochloride, medroxyprogesterone acetate (depo provera), risperidone (risperdal) and venlafaxine hydrochloride (effexor). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("stabbing pains during intercourse"), vaginal haemorrhage ("severe vaginal bleeding/abnormal bleeding (vaginal)"), anaemia ("anemia/blood or heart disorder/condition:anemia"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2008, the patient experienced migraine ("migraines/ headaches (event splitted for coding)") and headache ("headaches"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, 2 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dizziness ("dizziness"), fallopian tube cyst ("two severely fluid-filled cysts outside of the fallopian tube"), abdominal pain ("pain: abdomen"), vulvovaginal pain ("pain: vagina") and asthenia ("weakness"). The patient was treated with ibuprofen, oral contraceptive nos and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, dizziness, fallopian tube cyst, migraine and asthenia outcome was unknown, the dyspareunia, anaemia, menorrhagia, headache and nausea had resolved and the abdominal pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, anaemia, asthenia, dizziness, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 4 trailing coils noted on the left side and right side after placement. Date (or year) application: 2013 nature of claimed injury/disability: disability filed for mental illness basis of your claim: severe major depressive disorder diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in 2008: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia lot number: 626505 man date: 2008-01 exp date: 2009-12. Lot number:628605 is invalid. Lot number:628508 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: event "headaches" outcome updated to "recovered / resolved" from pfs. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("two essure coils which had migrated and perforated fallopian tube/left coil had turned and punctured") and genital haemorrhage ("heavy bleeding ruining my clothes") in a 24-year-old female patient who had essure (batch no. 626505,628605-inv,628508-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia. Previously administered products included for birth control: oral contraceptive; for sinus bradycardia: benadryl. Concurrent conditions included irritable bowel syndrome, peripheral arterial disease, uterine enlargement, uterine cyst, uterine inflammation, paratubal cyst and uterine cervical squamous metaplasia. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), carbamazepine (tegretol), clonazepam (klonopin), clopidogrel (plavix), fluoxetine hydrochloride (prozac), meclozine hydrochloride (antivert), medroxyprogesterone (depo provera), risperidone (risperdal) and venlafaxine (effexor). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines/ headaches (event splitted for coding)") and headache ("headaches"). In (B)(6) 2008, the patient experienced dyspareunia ("stabbing pains during intercourse"), vaginal haemorrhage ("severe vaginal bleeding/abnormal bleeding (vaginal)"), anaemia ("anemia/blood or heart disorder/condition:anemia"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). On (B)(6) 2011, 2 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dizziness ("dizziness"), fallopian tube cyst ("two severely fluid-filled cysts outside of the fallopian tube"), abdominal pain ("pain: abdomen"), vulvovaginal pain ("pain: vagina") and asthenia ("weakness"). The patient was treated with oral contraceptive nos, ibuprofen and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, dizziness, fallopian tube cyst, migraine, headache and asthenia outcome was unknown, the dyspareunia, anaemia, menorrhagia and nausea had resolved and the abdominal pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, anaemia, asthenia, dizziness, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 4 trailing coils noted on the left side and right side after placement. Date (or year) application: 2013 nature of claimed injury/disability: disability filed for mental illness basis of your claim: severe major depressive disorder. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in 2008: total bilateral occlusion the procedure revealed two severely fluid-filled cysts outside of the fallopian tube. Patient took otc medications for dyspareunia. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia lot number: 626505 man date: 2008-01 exp date: 2009-12 lot number:628605 is invalid. Lot number:628508 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("two essure coils which had migrated and perforated fallopian tube/left coil had turned and punctured") and genital haemorrhage ("heavy bleeding ruining my clothes") in a 24-year-old female patient who had essure (batch no. 628605, 628508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia. Previously administered products included for birth control: oral contraceptive; for sinus bradycardia: benadryl. Concurrent conditions included irritable bowel syndrome, peripheral arterial disease, uterine enlargement, uterine cyst, uterine inflammation, paratubal cyst and uterine cervical squamous metaplasia. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), carbamazepine (tegretol), clonazepam (klonopin), clopidogrel (plavix), fluoxetine hydrochloride (prozac), meclozine hydrochloride (antivert), medroxyprogesterone (depo provera), risperidone (risperdal) and venlafaxine (effexor). On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines/ headaches (event splitted for coding)") and headache ("headaches"). In (B)(6)2008, the patient experienced dyspareunia ("stabbing pains during intercourse"), vaginal haemorrhage ("severe vaginal bleeding/abnormal bleeding (vaginal)"), anaemia ("anemia/blood or heart disorder/condition:anemia"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). On (B)(6)2011, 2 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dizziness ("dizziness"), fallopian tube cyst ("two severely fluid-filled cysts outside of the fallopian tube"), abdominal pain ("pain: abdomen"), vulvovaginal pain ("pain: vagina") and asthenia ("weakness"). The patient was treated with oral contraceptive nos, ibuprofen and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2011. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, dizziness, fallopian tube cyst, migraine, headache and asthenia outcome was unknown, the dyspareunia, anaemia, menorrhagia and nausea had resolved and the abdominal pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, anaemia, asthenia, dizziness, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 4 trailing coils noted on the left side and right side after placement. Date (or year) application: 2013. Nature of claimed injury/disability: disability filed for mental illness basis of your claim: severe major depressive disorder. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in 2008: total bilateral occlusion the procedure revealed two severely fluid-filled cysts outside of the fallopian tube. Patient took otc medications for dyspareunia. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia . Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received event " heavy bleeding ruining my clothes, weakness" were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("two essure coils which had migrated and perforated fallopian tube/left coil had turned") in a 24-year-old female patient who had essure (batch no. 628605) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia. Previously administered products included for birth control: oral contraceptive; for sinus bradycardia: benadryl. Concurrent conditions included irritable bowel syndrome and peripheral arterial disease. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), carbamazepine (tegretol), clonazepam (klonopin), clopidogrel (plavix), fluoxetine hydrochloride (prozac), meclozine hydrochloride (antivert), medroxyprogesterone (depo provera), risperidone (risperdal) and venlafaxine (effexor). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines/ headaches"). In (B)(6) 2008, the patient experienced dyspareunia ("stabbing pains during intercourse"), anaemia ("anemia"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("severe vaginal bleeding/abnormal bleeding (vaginal)"), dizziness ("dizziness"), fallopian tube cyst ("two severely fluid-filled cysts outside of the fallopian tube"), abdominal pain ("pain: abdomen") and vulvovaginal pain ("pain: vagina"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal haemorrhage, dizziness, fallopian tube cyst and migraine outcome was unknown, the dyspareunia, anaemia, menorrhagia and nausea had resolved and the abdominal pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, anaemia, dizziness, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube perforation, menorrhagia, migraine, nausea, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in 2008: total bilateral occlusion the procedure revealed two severely fluid-filled cysts outside of the fallopian tube. Most recent follow-up information incorporated above includes: on 23-may-2018: plaintiff fact sheet received. New reporters added. Plaintiff demographics, historical drug, historical condition and concurrent conditions added. Essure indication updated and lot number added. New event abnormal bleeding (menorrhagia),migraines/ headaches, nausea, pain: abdomen and pain: vagina were added. Lab data was added. Previously reported event fallopian tube perforation updated to fallopian tube perforation /malposition of essure device location of device: left coil had turned and punctured. She had recovered form menorrhagia, anemia, painful intercourse, headaches, nausea and recovering form pain: vagina, pain: abdomen. Lab data was added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("two essure coils which had migrated and perforated fallopian tube/left coil had turned and punctured") in a 24-year-old female patient who had essure (batch no. 628605) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia. Previously administered products included for birth control: oral contraceptive; for sinus bradycardia: benadryl. Concurrent conditions included irritable bowel syndrome and peripheral arterial disease. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), carbamazepine (tegretol), clonazepam (klonopin), clopidogrel (plavix), fluoxetine hydrochloride (prozac), meclozine hydrochloride (antivert), medroxyprogesterone (depo provera), risperidone (risperdal) and venlafaxine (effexor). On(B)(6)2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines/ headaches (event splitted for coding)") and headache ("headaches"). In (B)(6) 2008, the patient experienced dyspareunia ("stabbing pains during intercourse"), vaginal haemorrhage ("severe vaginal bleeding/abnormal bleeding (vaginal)"), anaemia ("anemia/blood or heart disorder/condition:anemia"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). On (B)(6)2011, 2 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain. On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dizziness ("dizziness"), fallopian tube cyst ("two severely fluid-filled cysts outside of the fallopian tube"), abdominal pain ("pain: abdomen") and vulvovaginal pain ("pain: vagina"). The patient was treated with contraceptives nos, ibuprofen and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2011. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal haemorrhage, dizziness, fallopian tube cyst, migraine and headache outcome was unknown, the dyspareunia, anaemia, menorrhagia and nausea had resolved and the abdominal pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, anaemia, dizziness, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube perforation, headache, menorrhagia, migraine, nausea, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in 2008: total bilateral occlusion the procedure revealed two severely fluid-filled cysts outside of the fallopian tube. Patient took otc medications for dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Start date of event was updated. Headaches was added as event. Treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("two essure coils which had migrated and perforated fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("stabbing pains during intercourse"), vaginal haemorrhage ("severe vaginal bleeding"), dizziness ("dizziness"), anaemia ("anemia") and fallopian tube cyst ("two severely fluid-filled cysts outside of the fallopian tube"). The patient was treated with surgery (hysterosalpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, vaginal haemorrhage, dizziness, anaemia and fallopian tube cyst outcome was unknown. The reporter considered anaemia, dizziness, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube perforation and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.